Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. Product ID: neu_unknown_lead, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown symptoms. It was reported that the patient had their system explanted due to a enterobacter infection. The system was explanted on (B)(6) 2017. It was stated that the patient would re-implant at some point, but it has not been scheduled. No complications or further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va0zru3, implanted: (B)(6) 2015-, explanted: (B)(6) 2017, product type: lead. Product ID: 3708695, serial# (B)(4), explanted: (B)(6) 2017, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. Product ID: 3389s-40, lot# va10erw, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead.

Manufacturer narrative:
Other applicable components are: product ID 3389s-40 lot# va0zru3 implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type lead product ID neu_unknown_ext lot# serial# unknown implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type extension product ID 3389s-40 lot# va10erw serial# implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type lead a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.